Event description:
Connected co2 module to vital signs module, main boards not reading vital signs. Manufacturer contacted, hospital biomed staff spoke with philips technical support via telephone. It was identified that main boards on co2 module were bad and should be replaced with a newer model. No harm to pt, rn used another module and continued on with care.